Manufacturer narrative:
Ref e1: corresponding author and institution. Additional ref e6: health effect- clinical code : e0307 - seroma, e2340 - wound dehiscence. Although the authors did not indicate whether they attributed any of the complications to the adm, or what complications occurred with each strattice patient, this MDR is being reported as an individual event type for serious injury due to the medical and surgical intervention to treat the reported fistula, infection, seroma, wound dehiscence and relationship to the strattice cannot entirely be ruled out. Multiple attempts were made for additional information, including lot numbers device disposition and relevant patient factors; however to date no additional information has been received. The lot numbers associated with these events remain unknown; therefore an internal investigation could not be performed. No devices were returned for evaluation. Based on the reported information, a relationship between the events and the strattice devices cannot be determined. If additional information is received, a follow up report will be submitted.

Event description:
During a literature review performed by medical device safety on 23/aug/2023, an article titled "anterior component separation decreases hernia recurrence rates in abdominal wall reconstruction with biologic mesh reinforcement: a comparative study" was identified that discussed how it is not clear whether mesh-reinforced anterior component separation (cs) for abdominal wall reconstruction (awr) results in better outcomes than mesh-reinforced primary fascial closure (pfc) without cs, particularly when acellular dermal matrix (adm) is used. The authors compared outcomes of cs versus pfc repair in awr procedures aiming to determine whether cs results in better outcomes. The retrospective study of prospectively collected data included 461 patients who underwent awr with adm during a 10-year period at an academic cancer center. The primary endpoint was hernia recurrence; the secondary outcome was surgical site occurrence (sso). 322 patients who underwent mesh-reinforced awr with cs (awr-cs) and 139 who underwent awr with pfc (awr-pfc) without cs were compared. Awr-pfc repairs had a higher hernia recurrence rate than awr-cs repairs but similar overall complication and sso rates. Cs repairs experienced significantly higher wound separation, fat necrosis and seroma rates than pfc repairs. The article reported the best cutoff with respect to hernia recurrence was 7.1 cm of abdominal defect width. The article also noted the authors believe that the slightly higher ssos, including wound dehiscence, seroma, and fat necrosis rates in cs patients were likely due to wider and larger defects, more frequent concomitant panniculectomy procedures and greater amount of skin flap undermining. Also, the authors did not observe significant differences among the different adm products used. The article noted the most frequently used adm was non-cross-linked porcine adm strattice in the awr-cs; however it did not specify which complications occurred with each patient in the strattice group. The overall conclusion reported that mesh reinforced cs repairs are superior to reinforced pfc repairs in complex awrs using adm. Awr-cs repair results in a lower hernia recurrence rate than awr-pfc. Mesh-reinforced cs should be considered for defect widths over 7 cm.